Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the reporter: dissection around vessel was performed. Vessel began to bleed so surgeon asked for egia45ctavm. He placed it around part of the vessel and closed the load to try and get hemostasis. Stapler was not fired during this part of procedure. Blood was suctioned. He then opened the load to advance it around the vessel but the bleeding continued to the point where he removed the stapler and opened the patient. Stapler used later in procedure and it worked properly. Complaint was filed for documentation as requested from rm since patient is deceased before case was completed. Product will not be returned because it was used later in case and worked fine.